Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode had the electrode loop snap. The procedure was completed with a similar device. The malfunction occurred during a therapeutic trans cervical resection procedure. There were no reports of patient harm.